Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors [i.e. Mild leaflet calcification, zero aortic stenosis and less than optima coaxial alignment of the delivery system and valve] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure the 26mm sapien xt valve embolized into the ventricle. The procedure was converted to open heart surgery where a surgical valve was implanted. Access was gained via hemi-sternotomy and a 24fr ascendra+ sheath was placed via the standard procedure. A bav was performed using a 20x3mm edwards bavc. Following the bav, the valve was inserted and positioned in the annulus 50:50. The deployment sequence was initiated. Upon final injection the valve appeared slightly low (40:60). The surgeon put some back tension on the system. The valve was deployed, but it was still too low. The system appeared to migrate into the lvot during deployment leaving the deployed valve free floating in the lvot and later in the left ventricle. The patient was converted to full cpb. The thv was removed and a surgical avr was performed.